Manufacturer narrative:
A getinge field service engineer (fse) evaluated and confirmed the reported issue and manual replacement of compressor is the recommended solution. Fse replaced compressor and regulator drive. Completed repair with all functional and safety tests per manufacturer specifications. Unit returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had error code 14 . There was no injury reported.